Event description:
Customer reportedly obtained results of 505 mg/dl and 180 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.